Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported 1 false positive flu a and 7 false positive flu b results for asymptomatic patients. Unknown if the results were confirmed. Confirmation method(s) not provided.